Manufacturer narrative:
[(B)(4).jpg].

Event description:
The dental implant fx5012swc was removed on (B)(6) 2018 due to failure to osseointegrate 3 months and 26 days after implantation. The patient is a tobacco user but has no other significant medical history. The patient has recovered without complications.

Event description:
The dental implant fx5012swc was removed on (B)(6) 2018 due to failure to osseointegrate 3 months and 26 days after implantation. The patient is a tobacco user but has no other significant medical history. The patient has recovered without complications.

Manufacturer narrative:
See attached summary memo of evaluation.